Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device was exhibiting premature battery depletion. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device currently remains implanted. This report will be updated when additional information becomes available.

Event description:
It was reported that the device was exhibiting premature battery depletion. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services recommended device replacement because of this anomaly. The device currently remains implanted. No adverse effects to the patient were reported.